Event description:
It was reported that subsequent to the enteral feeding device being in the pt, the device bolster migrated into the pt's stoma track. The pt developed peritonitis, which led to necrosis through the wall of the stomach. The enteral feeding device was replaced. The complainant indicated that the pt subsequently expired. There was no info available as to whether the pt outcome was as a result of the reported malfunction. Several attempts were made to obtain additional pt and event info, including info to determine if the bolster in question was the internal or the external bolster. All attempts were unsuccessful.